Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07aug2020.

Event description:
It was reported to philips via phone conversation with the customer that the device had an intermittent alarm light emitting diode (led) failure, although the led was working. The customer reported this information during a good faith effort attempt via phone call with the complaint investigator on 16-jul-2020, for a navigation ring issue for this device. The customer stated that the device had been previously repaired for this issue, but that it did not resolve the problem after all and he requested that the bezel be replaced. The device was not being used on a patient at the time of the event. A philips field service engineer (fse) was dispatched to the customer site to replace the front bezel. The fse replaced the front bezel which the customer confirmed during the phone call on 16-jul-2020 with the complaint investigator resolved the issue. The device has been placed back into service with no further issues noted.